Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was confirmed. The root cause was use error; per the complaint information a clamp was open on an unused line. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA/ncr (B)(4).

Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use during dwell 3/4. The home patient (hp) had 2 bags connected. The unused line clamp was open. The tsr reviewed the proper procedure. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the registered nurse (rn) regarding the system error 2240. The registered nurse was made aware that the home patient (hp) left a clamp open when performing therapy. The rn stated that the home patient (hp) has had no injury or medical intervention since the alarm.